Manufacturer narrative:
Voltage and frequency readings of 476/477 and 294/294 verified units was operating within specifications. A free air test was conducted on one array of the unit to identify presence of performance issues. Temperature readings were: degrees (fahrenheit): 99, power (maximum 10): 7, time (minutes): 45; degrees (fahrenheit): 106, power (maximum 10): 10, time (minutes): 45. Unit was found to be performing within established guidelines. Additionally, upon inspection, one array was found to have power input damage. This would not have contributed to the reported incident as it would have disabled the array.

Event description:
Patient's son reported to therapy clinic that patient developed two burns following treatment with the anodyne professional unit. The burns measured approximately 5x5 cm and 3x6 cm and were located on the posterior and anterior medial of the left knee. Patient received medical treatment for the burns.